Manufacturer narrative:
The reported issue that the pcu 1.5 module barcodes missing or falling off issue could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of barcodes missing or falling off issue based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported from the neuro unit that the device barcodes are missing or falling off. There was no reported patient impact.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported from the neuro unit that the device barcodes are missing or falling off. There was no reported patient impact.